Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported right side pain, "stiffness", "breast is hardened, with signs of capsular contracture baker grade iii", "fear that the recall triggered last year", "patient still in pain and afraid that this will evolve into something worse, it has affected the sleep". The device remains implanted.